Manufacturer narrative:
Follow up information was received on 09-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing excessive infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. She sought treatment but was unable to resolve her symptoms. Pelvic infection is anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer / attorney in the united states, on behalf of an adult plaintiff/plaintiff's family. In or around nov(B)(6) the plaintiff had essure implanted. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, excessive migraine headaches, pain during intercourse, excessive infections, chronic fatigue, excessive hair loss, depression and excessive skin problems. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who began experiencing excessive infections (interpreted as pelvic infections) after essure (fallopian tube occlusion insert) insertion. She sought treatment but was unable to resolve her symptoms. Pelvic infection is anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury associated with essure. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.